Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 10.1 cm to 10.4 cm and at 46.2 cm to 46.3 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.